Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Engineering performed visual examination and the following was observed: liner fully expanded and distal tip opened as designed. Liner wrinkled at the distal end . Liner tear approximately 3.5" in length starting from the distal tip. Scratch noted on the sheath shaft. Scratch noted on distal sheath shaft; distal tip split observed. Soft tip damage noted. Liner thickness was measured along the liner tear, as an out of specification result could be indicative of a manufacturing non-conformance. All measurements were found to be within specification. Provided imagery was reviewed, revealing the following observations: distal tip split and liner tear noted, confirming the complaint event. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner tear was confirmed b ased on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that "the patient had vascular calcification." Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. The complaint for sheath distal tip split was confirme d based on the evaluation of the returned device. A review of the device history record (DHR), lot history, and manufacturing mitigations revealed no indication of a manufacturing non-conformance contributing to the event. Additionally, no deficiencies were identified in the instructions for use (IFU) or training materials, and no abnormalities were reported during device unpacking. In this case, it is likely that the calcification contributed to the observed distal tip split as it was reported that "the patient had vascular calcification." Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can damage the distal tip. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. As such, available information suggests that patient factors (calcification) likely contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, due to stenosis in the right common iliac artery, the transcatheter aortic valve implantation (tavi) procedure was performed as per standard protocol via the left transfemoral approach. During the procedure, esheath+ insertion and device passage encountered normal resistance. After deployment of the sapien 3 ultra resilia valve, the esheath+ was removed, revealing a seam tear approximately 15 cm from the sheath tip. Lower limb angiography was performed, but no signs of bleeding or other abnormalities were observed, and the tavi procedure was completed. Per medical opinion, although the patient had vascular calcification, the possibility of a device malfunction cannot be ruled out. Per pre-decontamination observations, a distal tip split observed and liner tear were observed.